Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had damaged fuses. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review, power on self-test and an internal battery test were performed. During the visual inspection it was identified that the fuses were blown. The cause of the blow fuses is unknown. The fuses were replaced; the pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.